Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-01999. Follow up revealed that the patient underwent surgical intervention to replace one lead, which addressed the issue. Both leads are being reported as it is unknown which lead was explanted and replaced.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2018-01999. It was reported that the patient was unable to place her ipg in MRI mode, due to high impedances found on the leads. In turn, the patient's leads were reprogrammed; but imaging was performed, indicating that the patient's leads have migrated. As a result, the patient may undergo surgical intervention at a later date.